Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 7 cm in diameter abdominal aortic aneurysm. The aortic neck was reverse funnel shaped with the proximal section of the aortic neck measuring 25 mm in diameter for 2 mm, then it went to 29 - 31 mm in diameter for about 2 cm (the stent graft was intended to be implanted in this section). Just above the aneurysm the neck was 34 - 35 mm in diameter. It was reported that the stent graft was successfully deployed in the area where the neck was 29 - 31 mm in diameter. During modelling with a reliant balloon the stent graft moved down 5mm to 10 mm and the balloon moved down too. There was a proximal type I endoleak present. The decision was made to implant a 36 mm endurant cuff directly below the renal arteries and extended it down into the bifurcated stent graft and this successfully resolved the endoleak. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak). Patient's condition affected effectiveness of device (conical proximal aortic neck). Conclusion: device failure/lack of effectiveness related to patient condition (conical proximal aortic neck).